Manufacturer narrative:
Contacted customer and requested for patient information and repair details, but no response received.

Event description:
The customer reported the ventilator failed primary alarm failed error. The customer reported that it's unknown if the was in use on patient, but there was no patient harm reported.